Event description:
The customer called and reported her insulin pump alarmed with no delivery. The customer's blood glucose was 209 mg/dl. During troubleshooting, insulin would not exit the tubing after disconnecting and reconnecting infusion set and reservoir. The customer changed out the reservoir and the insulin pump did not alarm no delivery during manual prime. Changing out the reservoir resolved the issue. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.